Event description:
Following a venous ablation treatment, patient came in for an ultrasound follow-up in 2008. Physician diagnosed an asymptomatic deep vein thrombosis. Patient was sent to ER for treatment. Patient was prescribed coumadin and recovered uneventfully.

Manufacturer narrative:
It was reported that the patient was prescribed coumadin following discovery of a dvt. Patient is doing fine. The closurefast catheter was discarded after the procedure. No lot number was provided. Further investigation is not possible. Dvt is a recognized complication resulting from venous ablation therapy. If any additional information is obtained, a follow-up report will be submitted.